Event description:
The customer reported approximately ten (10) drops of fluid dripped from the probe, within the instrument, involving coulter act diff 12 analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. Beckman coulter customer technical support instructed the customer to clean the probe wipe and line #5 and resolved the issue. (B)(4).